Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level up to 700 (mg/dl). The customer observed an air bubble in the cartridge and infusion set cannula. The customer's spouse delivered a manual injection due to the customer feeling dizzy. The customer changed out supplies and resumed insulin delivery via the pump. Reportedly, the customer's bg improved to 155 (mg/dl) at the time of the report.